Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. Reportedly, part of the text was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter name and address: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged segments missing issue was duplicated. The pump powered up to the display with missing areas. A clear and legible display was restored with a test display screen and the investigation determined that there was a defective display connector wire. Unrelated to the display issue, the pump display was found to be dim and discolored. The contrast button responded intermittently. The keypad cover was intact, and removal of the cover found contamination under the contrast button contact. Pump casing was opened and moisture intrusion was found on the force sensor assembly.